Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery hook (pch) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the instrument logs showed the pch instrument (part #470183-14 / lot #n10191205-0086) was last used on 27-jul-2021 during this reported procedure with system (B)(4). The pch instrument has 10 allotted uses and had 4 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the pch instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, it was alleged that pieces from the pch instrument broke off and fell inside the patient. The fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was inserted into the trocar, and the pch instrument registered fine. When the surgeon went to take control of the pch instrument, he noticed the plastic piece on each side of the pch instrument tip was broken, and was caught in the trocar. The surgical staff had to remove the trocar and the pch instrument together as one piece. The surgical staff attempted to put the plastic pieces on the pch instrument back together, and then they noticed that fragments were broken off from the pch instrument. The surgical staff used a laparoscopic instrument to remove the broken fragments from inside the patient during the same procedure. The surgeon was performing a gallbladder resection at the time of the event. The customer reported that the fragments did not fall inside the patient during an instrument collision, and the wrist was straightened upon removal of the pch instrument. The surgical staff replaced the pch instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.